Event description:
It was reported that the suspect lead was discarded. No additional information has been received to date.

Event description:
It was reported that the patient had a full revision due to low impedance and low generator battery. During surgery, the lead was visually confirmed to have been fractured. The explanted lead has not been received to date. No additional information has been received to date.